Event description:
Edwards received information that a 23mm 11500aj valve, implanted two (2) years and eleven (11) months, was explanted due to paravalvular leak which was observed from the commissure area between left and right coronary cusps and aortic root enlargement. About one-fourth of the circumference was detached from the patient's annulus. The device was explanted as part of bentall surgery and replaced with a 23mm 11500aj valve. At explant, pannus overgrowth on the inflow side was observed. Valsalva sinus pseudoaneurysm was also seen around the same area. The patient is in stable condition and planned to be discharged.

Manufacturer narrative:
H11: additional manufacturer narrative: the explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation."" In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction, including valsalva sinus pseudoaneurysm. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: evaluation summary: customer report of paravalvular leak was unable to be confirmed through visual observations. The x-ray demonstrated the wireform and cocr band remained intact; the vfit band does not appear expanded. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Approximately 80% of the sewing ring was partially cut off around the valve and exposed the band on the inflow aspect. White tubes, approximately 4mm in length were attached to sutures around the valve. H11: additional manufacturer narrative: updated section h3, h6 (device code).